Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d12lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon attempted to arm the port and insert into the patient. However, even after arming, the blade did not protrude. The surgeon had to use a twist and turning action to insert the trocar. No adverse patient outcome and no time wasted in theatre.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:k12lt is trocar kit containing d12lt trocar and cb12lt sleeve.